Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq2586 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the provena line is breaking directly below the purple hub connector. The facility stated that the patient had to return to radiology to have another line placed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One photograph of a powerpicc extension leg was provided for investigation. A tear in the extension leg was observed at the distal end of the purple luer adaptor. Residue was observed on or within the extension leg. A non-bas injection cap was attached to the purple connector. The notes with the photograph implicated a 3fr s/l catheter. The date of incident was (B)(6) 2017 and the date of placement was (B)(6) 2017. An internal investigation has been opened to determine the root cause. A lot history review (lhr) of rebq2586 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the provena line is breaking directly below the purple hub connector. The facility stated that the patient had to return to radiology to have another line placed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One photograph of a powerpicc extension leg was provided for investigation. A tear in the extension leg was observed at the distal end of the purple luer adaptor. Residue was observed on or within the extension leg. A non-bas injection cap was attached to the purple connector. The notes with the photograph implicated a 3fr s/l catheter. The date of incident was (B)(6) 2017 and the date of placement was (B)(6) 2017. An internal investigation has been opened to determine the root cause. A lot history review (lhr) of rebq2586 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the provena line is breaking directly below the purple hub connector. The facility stated that the patient had to return to radiology to have another line placed.